Event description:
During a laparoscopic gastric banding procedure. It was reported by the rep. That the trocar sleeve broke into pieces. It was reported that the case was then converted to an open procedure.